Event description:
Caller reported cgm error 42. Blood glucose level was not adversely impacted. Technical support provided pump reset information and guided the caller through the reset process, resulting in the successful start of the sensor session without further error codes.